Event description:
Olympus received a medwatch which stated "olympus light source for egd (esophago-gastroduodenostomy) tube placement with md. Bulb burned out - switched to spare bulb on machine which is not adequate light for a procedure. Switched to alternate light source which itself has noise and low light. Physician was unable to complete procedure with either piece of equipment. Procedure terminated. All this occurred during the procedure".

Event description:
It was reported that no electrogram were present during device interrogation. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.